Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. A review of the share log was performed and there was no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.